Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) shock lead impedance (sli) measurements of 12 ohms. High voltage (hv) impedance measurements were checked during isometrics and everything was stable. The patient could not remember what activity was performed at the time the oor sli measurements occurred. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as possible reason and may want to check the patient if the sli measurements will be low again. The health care professional (hcp) will do the recommendations. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.